Manufacturer narrative:
Date sent to FDA: 1/6/2020.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent a repair of recurrent incarcerated incisional umbilical hernia without mesh and excision of abdominal wall meshoma performed by dr. (B)(6). On (B)(6) 2017. Dr. (B)(6) stated: in the lower midline just above the umbilicus, patient noted to have a firm mass with multiple sutures consistent with a meshoma. He had an additional surgery on (B)(6) 2018 for a bacterial infection and recurrent incarcerated hernia. No additional information was provided.